Event description:
Patient was revised to address dislocation approximately 3 years ago. Patient was revised again to address dislocation of a constrained liner.

Manufacturer narrative:
Although the exact date of the revision surgery is unknown, it was reported to have occurred approximately three years ago. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once is have been completed.